Event description:
It was reported that the patient presented in clinic for a follow-up. Upon interrogation, it was noted that the implantable cardiac monitor (icm) failed to sense. Pocket manipulation confirmed that no signals were seen. Programming changes were made. The patient was in stable condition.

Manufacturer narrative:
The reported event of failure to sense was confirmed. The device was received with battery voltage above elective replacement indicator (eri). The cause of the sensing issue was consistent with juno integrated circuit (ic) anomaly. Analysis performed, including sensing test in saline at body temperature and component testing, shows sensing issue was confirmed due to juno front end. Longevity assessment was performed and device was in the normal range of operation with appropriate remaining longevity. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
New information received notes that the implantable cardiac monitor (icm) failed to display any electrical activity. The icm was explanted and replaced on (B)(6) 2024. The patient was in stable condition.